Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very red. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a benadryl cream and benadryl oral medication for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.